Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's father reported that she was taken to the emergency room on (B)(6) 2016 due to a high blood glucose level of 259 mg/dl. The customer almost experienced a diabetic ketoacidosis. They gave her IV fluids. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.